Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a historic downward impedance trend was noted on the right ventricular lead beginning in 2017. The patient presented remotely via (B)(6) transmission on (B)(6) 2018. Review of the transmission noted low impedance triggering a patient notifier and alert. No intervention was performed. Lead revision was discussed. The patient would continue to be monitored and was discharged.

Manufacturer narrative:
A partial lead distal end was returned in one piece measuring 51.7cm. Internal insulation abrasion was noted at 6.4cm to 6.8cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of low lead impedance, noise and insulation anomaly. The cause of the reported events was isolated to the inner insulation abrasion.

Event description:
New information noted that the right ventricular lead was explanted and replaced on (B)(6) 2018. The procedure went well and the patient was discharged.

Event description:
New information noted that insulation anomaly and noise were also noted on the right ventricular lead.